Event description:
It was reported that a suspected lead fracture is causing noise event to be sensed at a vf interval. The rv-coil to can egm showed a loss of waveform data. The lead was replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
The account alleges that the head hi/low and knee sections had unintentional movement. No injuries were reported.

Manufacturer narrative:
The reported sensing anomaly was confirmed in the laboratory. Analysis found an internal insulation abrasion at 6.7 cm from the distal tip. The etfe insulation of the proximal cable was damaged, which could cause the reported noise. A thorough analysis was performed and lead fracture was not found.